Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that the device would not cross the lesion. Additional info was received from the site stating that the stent had become dislodged during the procedure; however, it was retrieved from the pt's body without further incident. (Method unk) no additional event or pt info is available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a conclusive root cause for the dislodged stent. Eval summary: qa analysis revealed that the stent delivery system (sds) was returned without blood visible. There was contrast visible in the inflation lumen. The stent implant was placed backwards on the balloon and was loose. The stent implant was moved distal on the balloon, the proximal end of the stent implant was 1 mm distal to the distal marker. The first row of proximal struts were mangled. There was other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks visible on the balloon between the markers. There were no kinks or damage noted to the tip or inner member. There was no damage noted to the sds. The tip seal length was measured and met mfg criteria. The tip seal length was .5mm. A snap gauge was used to measure the stent implant outer diameters and they met mfg criteria. The proximal measurements could not be measured due to the damaged struts. Product performance engineering reviewed the incident info and analysis of the returned device. It was reported that the 2.5 x 8mm xience v stent delivery system (sds) would not cross the lesion. Then, upon analysis of the returned sds, further info was gathered and it was reported that the stent implant had dislodged during the procedure and was retrieved from the pt's body without incident. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. Stent dislodgment can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion and/or accessory devices. The pt anatomy was not described in the case details, which may have assisted the investigation. Analysis of the sds noted contrast visible in the inflation lumen, which is consistent with preparation of the device. Dimensional analysis of the device found that the tip seal length and the distal and mid outer diameters (od) of the stent implant met mfg criteria. The proximal struts were noted to be mangled and hence the proximal stent od was not measured. The stent implant was also observed to be placed backwards and mislocated on the tightly folded balloon. Crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of MFR. This implies that after the stent implant dislodged and was retrieved from the pt, it was placed back on the balloon at the account. To ensure this type of issue is not the result of mfg, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units are destructively tested to verify stent dislodgement force and the units are again inspected for stent placement, crimped stent outer diameter and stent damage. In this instance, a conclusive root cause cannot be determined for the failure to cross and the stent dislodgement, however, there are no indications of a product qual issue. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.